Event description:
Event description guidant received information that the patient with this pacemaker system, experienced symptoms of syncope and lightheadedness. Evaluation of the device revealed eight episodes of ventricular tachycardia due to noise, which resulted in loss of capture. Next, evaluation of the ventricular lead noted good lead impedance and thresholds; however, the r-wave sensing had decreased considerably since september 2005. In addition, the noise could be reproduced with arm manipulation. An x-ray was obtained, which did not identify any lead anomalies. Due to the pacing dependency of the patient, the decision was made to removed and repalce the device. The ventricular lead was repositioned and connected to a new gudiant device.